Event description:
It was reported the senor needle was separated from sensor. Customer's blood glucose was unknown. The sensor is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.